Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of death was chronic lymphocytic leukemia and the secondary cause was chronic anemia. An autopsy was not performed and the subject was not under hospice facility during the time of death.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of death was chronic lymphocytic leukemia and the secondary cause was chronic anemia. An autopsy was not performed and the subject was not under hospice facility during the time of death.